Event description:
During evaluation of a minicap extended life pd transfer set, it was observed that the female connector was observed to be separated from the main body of the twist clamp. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Additionally, torque engagement testing was performed and the engage and disengage force was acceptable and met specification. The condition of separation of female connector and main body of twist clamp was verified. The device did not met specification. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.